Event description:
It was reported that during a hysteroscopic fibroid removal, the electrode melted and broke into several pieces. There are no reports of injuries or unacceptable risks, and the planned procedure was successfully performed using a backup device. However, the issue caused a non-critical delay of approximately 30 minutes.

Manufacturer narrative:
Based on the information available and the fact that this issue did not put the patient at risk, richard wolf gmbh consider this case to be a reportable malfunction.